Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose. The customer¿s blood glucose level was 32 mmol/l, 16 mmol/l and 22.2 mmol/l. Customer reported that the insulin pump had occlusion alarm and the bolus stopped, also the basal rate stopped. They restarted the basal rate but did not delivered the rest of the boluse. The insulin pump will not be returned for analysis.